Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced a possible perforation. Rising and high thresholds and non capture were noted on the right ventricular (rv) lead approximately four days post implant. The lead was reprogrammed and remains in use. A leadless implantable pulse generator (ipg) was also implanted. No further patient complications have been reported as a result of this event.